Manufacturer narrative:
Additional information: section h imdrf annex c and imdrf annex d

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, user was unable to login, remoted in and restarted application after closing down multiple applications.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the issue involved an inability to log in and a jammed drawer. A field service engineer spoke with the on site charge nurse and instructed her to go to the station, reboot the device, and attempt to log in. The qb drawer in position one could not be recovered, and the remote troubleshooting attempt was unsuccessful. The engineer began traveling to the site but then received a message from the customer stating that the device appeared to be functioning again and that further assistance might not be needed. The engineer waited for confirmation, and the customer later confirmed that the device was working properly, and an on-site visit was no longer required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, user was unable to login, remoted in and restarted application after closing down multiple applications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.